Event description:
Multiple incidents occurred with the medex medfusion 3500 syringe infusion pumps in the hospital campus wide. Preventive maintenance dates for all the pumps were set for 1/31/07 by hospital personnel during the initial incoming inspection, one year prior. At or about midnight of 01/31/07, any pump that was turned on would instantly alarm and lockup. The syringe pumps then defaulted to a screen that announced a system failure and then to a screen that displayed "1 biomed". If the pump was infusing at midnight, it would continue until complete. However, if an attempt was made to use the pump again, the alarm/lockup would occur. Biomed mobilized a response team with support from nursing and other staff to quickly address issues. Senior administration was notified. An analysis of event and debriefing will be held with senior administration. No injury or harm to any patient has been identified.